Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the customer reported no speaker which was reproduced. Visual inspection determined to be back flex was not being seated in the input/output board which was re-seated to correct this condition. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump that had 'no speaker'. The process step was not provided by the reporter. There was no known patient injury or medical intervention associated with this event. No additional information is available.